Event description:
The patient was received in scu at 1530 & connected to the siemens cardiac monitor. A single lead selection switch is used for lead selector, but if held for 2 or more seconds will created a syncronized artifact that will show on the read out. ( this syncronized artifact is not utilized.) In retrospect the initial strip could have the artifact attached; with the artifact it appears to be atnal fib. Pulses were documented at admission. At 2339, the patient went into v-tach. Artifacts are seen intermittently on these strips. At 2352 the rythm appears similar to that on admission; except that it is irregular. The patient is treated symptomatically & is then connected to a lifepac 8 - which is then used to intrpt cardiac rhythmdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: computer software problem, incorrect technique/procedure, modification of device - by distributor. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.